Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow button is not always working when pressed. The pump is worn in a pocket and wiped down with a clean paper towel. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): "contrast" and "down" keys exhibit intermittent response on button presses. "Contrast" key does not have normal spring back or click. The keypad is fully intact, with no peeling or damage observed. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "down" and "up" contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.